Event description:
It was reported from a personal interaction that a patient underwent a mechanical thrombectomy at the m2 segment of the middle cerebral artery using a 5mm x 37mm embotrap iii revascularization device (et309537) and experienced a subarachnoid hemorrhage. Per the event description, the embotrap device was used in combination with a react 71 catheter (medtronic). Although recanalization was achieved after the first pass with a tici of 3, the patient developed subarachnoid hemorrhage. The hemorrhage was confirmed after the procedure, and it healed thereafter. The hemorrhage was mild and temporary. At the time of this report, the patient had no symptoms, the hemorrhage subsided, and the patient was in a good state post-procedure. There was no particular medical action taken for this event. A continuous flush was done.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received on 08-jun-2022 indicating that no further information was available regarding the patient¿s baseline neurological condition. The patient did not suffer a minor or major stroke as a result of the event. The event did not lead to permanent deficits or residual neurological deficits. No further information was provided regarding whether the event led to prolongation of hospitalization if there was vascular injury, and what the physician thought caused or contributed to the event. The bleeding was found after the procedure, but there were no residual symptoms, and no withdrawal difficulties were reported or alleged malfunctions. There was no further information available regarding the patient¿s demographic information. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported from a personal interaction that a patient underwent a mechanical thrombectomy at the m2 segment of the middle cerebral artery using a 5mm x 37mm embotrap iii revascularization device ((B)(6) lot unknown) and experienced a subarachnoid hemorrhage. Per the event description, the embotrap device was used in combination with a react 71 catheter (medtronic). Although recanalization was achieved after the first pass with a tici of 3, the patient developed subarachnoid hemorrhage. The hemorrhage was confirmed after the procedure, and it healed thereafter. The hemorrhage was mild and temporary. At the time of this report, the patient had no symptoms, the hemorrhage subsided, and the patient was in a good state post-procedure. There was no particular medical action taken for this event. A continuous flush was done. Additional information was received indicating that no further information was available regarding the patient¿s baseline neurological condition. The patient did not suffer a minor or major stroke as a result of the event. The event did not lead to permanent deficits or residual neurological deficits. No further information was provided regarding whether the event led to prolongation of hospitalization if there was vascular injury, and what the physician thought caused or contributed to the event. The bleeding was found after the procedure, but there were no residual symptoms, and no withdrawal difficulties were reported or alleged malfunctions. There was no further information available regarding the patient¿s demographic information. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Intracranial hemorrhage is a potential complication associated with the use of the embotrap iii in mechanical thrombectomy procedures. Intracranial hemorrhage is a condition that can cause permanent damage/death or may require additional intervention to prevent further/permanent injury. The root cause of the hemorrhage cannot be determined; however, there was no report of an embotrap product malfunction during the procedure and the device successfully removed the thrombus. However, the relationship of the embotrap iii to the reported event cannot be excluded. Therefore, this event is considered serious and MDR reportable. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: additional information was received on 10-jun-2022 indicated that the patient¿s baseline neurological condition is unknown. The blood vessel is strong and meandering, and the patient is a high old patient. The event did not lead to the prolongation of hospitalization since the bleeding stopped immediately. It¿s unknown if there was a vascular injury due to the bleed. The physician stated, ¿it was difficult to guide with a blood vessel with strong meandering and because the stent fell when the stent was deployed, there is a possibility that bleeding occurred at the tip of the et chip when trying to raise it again¿. There was no difficulty withdrawing the embotrap device and there was no alleged malfunction. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.